Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed too low and caused moderate paravalvular leak (pvl). An attempt was made to snare the valve into a higher position, but it was unsuccessful. A second valve was implanted and the pvl improved to trace. No adverse patient effects were reported and the valves remain implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: the device history record (DHR) for b323838 was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case the pvl was most likely due to valve positioning. For the optimal placement of the bioprosthesis, per corevalve instructions for use, the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). From the limited information provided it is unknown the implant depth of this valve. A root cause of the low implant depth could not be determined from the limited available information. The issue was successfully resolved through implant of a second valve, which reduced the pvl to trace. A trace pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.